Event description:
It was reported to philips that the unit turns on by itself. The device was outside of clinical use at the time of the reported event. The customer contacted remote technical support and was advised that the unit may have a faulty user interface (ui) pcba. The customer requested for the part ID and for onsite service to be dispatched. A 3rd party field service engineer evaluated the device and advised the customer that the ui assembly will need to be replaced if the unit has a hydis display installed. The customer was provided with the part numbers of the ui board and ui assembly.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. While the fse was disassembling the unit, the connector on the printed circuit board assembly (pcba) backlight inverter board was damaged. Repair cannot be completed until the damaged part is replaced. Another fse will be dispatched to the site for a later date for the repair. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H10: the customer replaced the user interface (ui) board, backlight inverter, and overlay switch to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.